Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd sedi-40 fixation plate below the lip of the tube rack broke during use. The following information was provided by the initial reporter: "the fixation plate below the lit of the tube rack is broken. Serial no. Of the instrument is (B)(4)."

Manufacturer narrative:
Investigation: bd received the instrument samples from the customer facility for investigation. The instrument was evaluated and the customer's indicated failure mode for a broken plate cover was observed and repaired. Upon completion of the instrument evaluation, the service technician had verified that the instrument was operating within normal parameters, as documented in the instrument service report.

Event description:
It was reported that the bd sedi-40 fixation plate below the lip of the tube rack broke during use. The following information was provided by the initial reporter: "the fixation plate below the lit of the tube rack is broken. Serial no. Of the instrument is 108".